Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, had a discolored image. The issue was found at the start of a laparoscopic appendectomy procedure. The procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the device displayed a green image due to a broken charged coupled device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device displayed a green image due to a broken charged coupled device, a damaged fibre bonding in the outer tube area, and a dented outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Inf a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that degradation within these two components can lead to pink/green images. The degradation within the charged coupled device and close control unit plug can be caused, by prolonged heat. In addition: the heat sink material/design contributes to component degradation. Olympus will continue to monitor field performance for this device.